Event description:
A bipolar resectoscope loop broke into 2 pieces when the surgical resident pulled the resectoscope out of the patient's bladder to clean off the bladder tumor. Due to a long and extensive bladder tumor resection, the resectoscope loop became fragile by being "burnt out" per dr. The surgical resident assured the team that the resectoscope loop broke outside of the patient as he was cleaning the loop off. I escalated this concern to the surgical team that the patient will need an x-ray since the loop broke on the sterile field but received push back. The final determination was that no x-ray was needed, as dr. [Redacted name] assured that he has all pieces of the loop and is 100% certain that this happened outside of the patient. Defective product: karl storz bipolar cutting loop diameter: 0.30mm lot: 37kc9891, exp [redacted date], ref: 27040gp130s, procedure: turbt (trans urethral resection of bladder tumor).